Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) called the customer and guided to power off both the refrigerator and the station, then power the refrigerator back on. When the refrigerator displayed the temperature, the station was powered on and booted to the application with no failures. The customer rebooted the cycle and able to access the refrigerator. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.